Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported the patient had experienced an increased recharge burden for their ipg and stopped charging it approximately 6 months ago. As a result, the ipg became inoperable at an unknown date. Subsequently, the ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.